Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis measuring 64.5 cm. The reported event of inadequate capture was not confirmed. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged insulation consistent with procedural damage. X-ray examination found the inner coil was over-torqued at the connector region. Visual inspection of the lead found the helix to be compressed/damaged consistent with procedural damage. Despite the damaged helix, after cleaning, the helix was able to be retracted and extended when torque applied directly to the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in clinic that the patient was presented with syncope and palpitation. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited an elevated capture threshold. Fluoroscopy revealed that the lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.